Event description:
International affiliate reported that a pt developed an infection approx 2 months following hip replacement procedure. The pt was returned to surgery in 2006 at which time an abscess was located at the site where the suture was placed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.